Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. (B)(6).

Manufacturer narrative:
(B)(4). Indicator. Wheel failure. The analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended, but the orange indicator was visible at 14th firing sequence thus, it was not completely visible. This finding is not related with the event reported. No defect was found related to the described event.

Event description:
It was reported that during a laparoscopic chole procedure, the device would not open off the cystic artery. The device did open with some force. There was no damaged to the tissue. Another device was used to complete the case with no patient consequence.

Event description:
Caller states the pt tested 5.3 inr on the coaguchek s system and 3.3 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.